Manufacturer narrative:
The field service engineer found an offset with the mixer, so he adjusted the mixer. He also adjusted sample pipettor positions. He ran precision studies for five parameters with a serum pool. The precision showed that the analyzer was running fine. The customer continued to have issue with questionable dig results and has bad precision for albt2 tina-quant albumin gen.2 (albt). A field service engineer checked the system and found white dots on the cuvettes. The cuvettes were exchanged and after this, albt performance in urine samples was excellent. Afterward, the customer stated that duplicate measurements of patient samples were good.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for two patient samples tested for dig digoxin (dig) and altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation on a cobas 6000 c (501) module - c501. Of the two samples, one had an erroneous dig result that was reported outside of the laboratory. The sample initially resulted as 1.00 mg/l and this result was reported outside of the laboratory to a doctor. The doctor did not trust the result, so the sample was repeated, resulting as < 0.30 mg/l accompanied by a data flag. The < 0.30 mg/l value was considered more reliable. The sample did not have any visible fibrin or clots. No adverse events were alleged to have occurred with the patient. The dig reagent lot number was 236556. The reagent expiration date was asked for, but not provided. The customer noted that they placed the dig test on another roche analyzer, but they also found erroneous values for three additional patient samples when running on this analyzer. These values were accompanied by data flags and were not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer adjusted the reaction rotor.

Manufacturer narrative:
The drive belt was exchanged and the drive motor of the turn table will be exchanged by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer started testing patient samples for digoxin in duplicate after (B)(6) 2018. On (B)(6) 2018, the customer stated that they also started measuring digoxin on the cobas 6000 e 601 module (e601). Data was provided for 54 additional patient samples tested between 12-mar-2018 and 27-mar-2018. Discrepancies were still seen with patient digoxin measurements on the c501 analyzer. Digoxin method comparisons were performed on the c501 and e601 analyzers. The patient measurements were 10% higher on the e601 analyzer. On (B)(6) 2018, the customer stated that they asked another laboratory to run precision testing for digoxin on a second c501 analyzer (serial number (B)(4)). One patient sample was tested for digoxin three times on (B)(6) 2018 on this second c501 analyzer (serial number (B)(4)) and discrepancies were seen. On (B)(6) 2018, the customer changed the cuvettes and lamp. On (B)(6) 2018, the field service engineer checked pump pressures and adjusted all probes. He checked and adjusted all rinse levels. He performed an adjustment of the ultrasonic mixer. He checked system reagents. He changed the heat cut filter. He performed preventive maintenance on the analyzer. A hardware performance check was done and all results were ok. The instrument was determined to be ok. Precision studies were performed on the c501 analyzer with digoxin reagent lot numbers 236556 and 258321. The customer provided additional data for 22 additional patient samples tested for digoxin on the c501 and e601 analyzers between 06-apr- 2018 and 11-apr-2018. On 11-apr-2018, one of these patient samples had a discrepancy for digoxin results measured on the c501 analyzer. On 19-apr-2018, the customer stated that the same failure is occurring on 4 c501 analyzers. Three analyzers at their site (serial numbers (B)(4)) and one analyzer at the second site (serial number (B)(4)). Data was provided for an additional 33 patient samples that were tested on the c501 and e601 analyzers between 11-apr-2018 and 17-apr-2018. Other affected tests include b2mg tina-quant ¿2-microglobulin (b2mg) and vanc3 vancomycin (vanc); lower values are measured with these assays. It was also mentioned that the customer has an issue with the iron assay. No further details were provided in reference to these additional issues. Of all provided patient data, no erroneous results were reported outside of the laboratory. There was no allegation of an adverse event occurring with any involved patients.

Manufacturer narrative:
The customer indicated the situation improved after the last maintenance actions were performed on the analyzer. They still observe bad duplicate measurements once every 1-2 weeks.

Manufacturer narrative:
The field service engineer (fse) changed the gear pump head and performed an "adc log check". He ran precision studies and found variation in the triglycerides assay to be a little bit too high. He changed the rinse tube assembly and checked the mixer adjustment was checked. After these actions, the analyzer still continued to have issues. The customer performed additional precision studies with dig and the precision was not good.

Manufacturer narrative:
For investigation, retention material was used to check control precision with two lots of dig reagent (lots 236556 and 298725). Control recoveries for all levels and reagent lots were within specified ranges. A general reagent issue could be excluded.